Event description:
Customer reported unexpected negative reactions with anti-fya, lot fya 64h-1. A unit initially thought to be fy(a-) was transfused to a patient with an anti-fya. The patient was discharged, additional information was not available. Physician to be notified.

Manufacturer narrative:
Hemagglutination tube testing was performed with fy(a+b+) and fy(a-) cells from retention panocell-20, lot 52189, using anti-fya, lot fya64h-1. All fy(a-) cells were nonreactive. All fy(a+b+) cells exibited 2+ to 3+s reactivity in all testing. Retention products performed as expected. The customer did not return product for investigation testing.